Event description:
Per the surgeon's report, this device began migrating around 1992. Some of the electrodes have since failed. The surgeon explanted the device in 2006 and reimplanted the patient with a new device.